Manufacturer narrative:
Bec cts (customer technical support) had the customer empty the waste sump canister and then shutdown the instrument. This resolved the leaking issue. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that waste was spilling from the hydropneumatic system in the synchron lx20 pro clinical system to the floor. Per customer, the fluid appeared to be coming from the waste exit sump. No injury or exposure was reported and no erroneous results were generated.